Manufacturer narrative:
The device history record could not be reviewed because a lot number was not available. A review showed current manufacturing activities are being performed according to product specifications. The device was not available to return for evaluation; therefore, a root cause could not be determined. We will continue to monitor and take action as applicable.

Event description:
The customer reported the product was used for nutrient administration, but the infusion was interrupted. As a result, the patient developed hypoglycemia because the required nutritional infusion was not administered. Although an alarm seems to have sounded on the pump, the cause of the interruption remains unknown. Additional information received (B)(6) 2026 stated after confirming the patient's blood glucose level was 38, oral administration of glucose was performed. No adverse health effects occurred to the patient after.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.